Event description:
It was reported that the circulating nurse opened the implant, and the scrub nurse noticed a hair inside of the sterile packaging laying on the inside of the liner. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos found a hair like debris on the device. The packaging was previously opened and therefore, the source of the debris cannot be confirmed. This complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found a hair like debris on the device. The packaging was previously opened and therefore, the source of the debris cannot be confirmed. This complaint cannot be confirmed. Return of the product does not alter the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.